Event description:
The pt received her scs system on (B)(6) 2008. It was reported that during a procedure to reposition her leads on (B)(6) 2008, a physician was unable to re-engage the set screws on the ipg. The physician explanted and replaced the ipg. The explanted ipg was returned to ans for further eval. No further info is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual eval found both septums of the ipg header were damaged, and the bottom setscrew was out of the connector block. This was replaced for testing purposes. Al functional testing passed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.